Manufacturer narrative:
The complaint investigation for a falsely elevated glucose result included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Device history record review on lot 66606uq06 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect glucose reagent, lot number 66606uq06, was identified.

Event description:
The customer reported a falsely elevated glucose result generated on the architect c16000 processing module on a patient. Results provided: 13.14 / 5.87 / 5.90 mmol/l (reference range: 3.9-6.11 mmol/l) no impact to patient management was reported.

Event description:
The customer reported a falsely elevated glucose result generated on the architect c16000 processing module on a patient. Results provided: 13.14 / 5.87 / 5.90 mmol/l (reference range: 3.9-6.11 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.